Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the lot/serial number was not provided by the customer. The product was not returned and not enough information was provided from the account to properly complete an investigation. The root cause cannot be determined at this time. Additional information was requested 04/08/2011, 04/25/2011, 05/03/2011 and 05/04/2011 by fax, mail and phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. In a follow up with the surgeon, he reported a piggyback lens was placed. No further information is expected.